Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported by the healthcare professional to the company sales representative "there was thread-quick degradation." A yorkshire dog underwent a cystotomy and 15 days later presented to the emergency vet service where no trace of the original suture was found. The original cystotomy had been closed with monosyn and monoplus which was used in the sub-cutaneous and intra-muscular layers and in the bladder. The physician is concerned about the quality of the suture as the total resorption time is normally several months. Clarification was received that monosyn had been used in the sub-cutaneous layer and monoplus was used intra-muscular; monoplus was used to suture the bladder without problems. Per the reporter, after 3 weeks there was no trace of monosyn and monoplus. The dog had been treated with antibiotics (atb) and anti-inflammatory. A product sample and return of the photographs from the emergency service have been requested.

Manufacturer narrative:
Samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received one close unit. Tightness test to the closed sample received has been performed and the unit is tight. We have tested the knot pull tensile strength of the closed sample received and the results fulfill the requirements of the european pharmacopoeia (ep): 3.16 kgf (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum). Degradation test results conducted on the sample received fulfils b. Braun surgical requirements. In the degradation test, threads are introduced in sörensen solution at 37ºc for 28 days. After this period the knot pull tensile strength and linear straight pull tensile strength of the thread is tested. The results for the sample received is 2.12 kgf for knot pull tensile strength. B. Braun surgical requirements are 1.74 kgf in average and 1.16 kgf in minimum. Linear straight pull tensile strength result is 3.96 kgf and fulfills b. Braun surgical requirement of 2.03 kgf in minimum. These values are in the usual range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the sample received fulfils the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.